Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Remedial treatment included cefodizime 2.0gram(g) 2x/day intravenously (IV). The next day, treatment included teicoplanin 0.2g/daily via abdomen. Sixteen days later, remedial treatment was discontinued. The event of peritonitis was resolved.

Manufacturer narrative:
(B)(4). Study title: (B)(4) study comparing survival in subjects receiving peritoneal dialysis or hemodialysis (surind). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted.